Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensed noise on the right ventricular (rv) channel. It was also noted that the rv pace impedance measurements went from the 500 ohm range to 3000 ohms. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensed noise on the right ventricular (rv) channel. It was also noted that the rv pace impedance measurements went from the 500 ohm range to 3000 ohms. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD was turned off and a micro pacemaker was implanted. This device remains in service. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensed noise on the right ventricular (rv) channel. It was also noted that the rv pace impedance measurements went from the 500 ohm range to 3000 ohms. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD was turned off and a micro pacemaker was implanted. This device remains in service. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.